Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implantation of the right ventricular (rv) lead that the lead exhibited loss of sensing. The rv lead was removed and replaced with a leadless pacemaker. No patient complications have been reported as a result of this event.